Event description:
Device malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during dilatation of the mildly calcified iliac artery, the fox plus balloon ruptured at 6 atmospheres during the first inflation. The entire balloon was removed from the pt anatomy and a non-abbott balloon was used to complete dilatation. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is not available for eval. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.